Event description:
The pt received inappropriate therapy due to oversensing. There was a large amount of noise noted on the ventricular channel, which is consistent with a lead fracture. The fracture was confirmed in the defib coil, however, the pt's family requested that corrective action not be taken at this time due to the pt's mental and physical status. The tachy therapy portion of the device was programmed off. The lead remains implanted.